Event description:
It was reported that the device was getting hot during testing at the user facility. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was getting hot during testing at the user facility. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.